Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implant required slight adjustment.

Manufacturer narrative:
Additional information: h6 correction: it was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event since it is considered as an inquiry/feedback. Upon request, the sales representative reported only positive feedback, with surgeons appreciating the implant¿s intraoperative flexibility¿a key advantage supported by the instructions for use, which state that slight modifications may be necessary due to anatomical changes after imaging. In summary, there is no indication for any design, material, or manufacturing-related issue or patient/user harm.

Event description:
No new information.